Event description:
An endeavor resolute rapid exchange (rx) coronary stent system, length 24mm, diameter 2.75mm, was used to treat a lesion in a pt. It was reported that the balloon was slow to deflate. The resolute device was inspected prior to use with no abnormalities noted. Negative prep was not performed. The balloon was inflated to 9atm, 10atm and 12atm. It was reported that the balloon took "longer than usual" to deflate.

Manufacturer narrative:
(B)(4). Eval, results: negative prep not performed prior to use. Eval summary: the device was returned to medtronic for eval. The balloon had been inflated. There was a clear liquid and a hardened, crystalized substance present in the inflation lumen and the balloon. An inflation device used in the procedure was also returned. The resolute device was placed in a water bath in an effort to disperse the residue. On removal from the water bath the resolute balloon was inflated using the returned inflation device. Deflation time was within specification at nominal pressure and at rated burst pressure.